Event description:
On (B)(6) 2011, customer reported that the lh750 instrument was leaking from pinch valve 12b. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the leak came from the white blood cell (wbc) bath area. Fse found that the tubing that goes through pinch valve 12b leaked because of a pinhole. Fse replaced the tubing and there was no further evidence of a leak. Repairs were verified per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).